Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022 a 10mm amplatzer septal occluder was selected for implant. During deployment, a cobra deformation was noted. The device was removed and exchanged for a new 10mm amplatzer septal occluder. Patient was reported to be in stable condition. There was no clinically significant delay in procedure and no adverse patient effects reported. No additional information was reported.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.